Event description:
Information was received that reported a pt had been hospitalized in the evening due to diabetic ketoacidosis. It was rpeorted that for 3 days prior to the hospital admission the pt's blood glucose was running high. The reporter states that the insertion site was changed several times as a troubleshooting measure. The reporter states during this period the pump did not give any alarms or alert to any problems. The device will be returned for evaluation.